Manufacturer narrative:
The event information pertaining to this incident has been reviewed and no product investigation can be performed as there are no complaint allegations present nor were the circumstances of the event attributed to the implanted system.

Event description:
Related manufacturer reference number: 3006705815-2019-04764. It was reported during programming after a trial implant on (B)(6) 2019, the patient became non-responsive and fell forward. Physician hooked patient to an EKG and patient was programmed while being monitored. Effective therapy was established. Patient was monitored then sent home. Patient recently broke their neck and complained often of being lightheaded since then. Physician thinks laying in a prone position during the procedure and then getting up caused the patient to pass out.